Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, electromagnetic interference (emi) and loss of capture was observed on the device. No intervention was performed to resolve the event as the electrical trends of the device appeared to be stable. The patient was in stable condition and will continue to be monitored.